Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 4 fr s/l powerpicc solo was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclical kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 24 cm and 25 cm depth markers. A microscopic observation revealed the split to be longitudinally aligned along the molded line. The split was observed to be at the corner of a kink in the catheter tubing, and the split had a smooth, granular fracture surface. The catheter was subsequently cut just distal of the split to measure the wall thickness of the catheter at the molded line. The wall thickness was observed to be within specifications. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the PICC line fractured. PICC flushing but no venous return from PICC, patient feeling a "funny sensation" in chest area when device flushed. PICC removed as per advice from infusion services.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC line fractured. PICC flushing but no venous return from PICC, patient feeling a "funny sensation" in chest area when device flushed. PICC removed as per advice from infusion services.